Manufacturer narrative:
The reported event of lead unable to implant due to guidewire could not be advanced through the lead was confirmed. Final analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician was unable to implant the left ventricular lead. The guidewire was not able to advance through the lead or the lead tip. The lead was removed and replaced. There were no patient consequences.